Manufacturer narrative:
H3 other text : device not returned to the manufacturer

Event description:
The manufacturer received information alleging that while the patient was on the device, the ventilator shows a maintenance code and shuts down. There was no serious injury or harm. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.